Manufacturer narrative:
No serial number was provided, so a manufacturing date could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch pen was unresponsive. The pen was changed, and calibration was run, but it was still not accurate. The caller was advised to return the programmer for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.